Event description:
It was reported that a hematoma occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman truseal access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. After the procedure, the patient developed a hematoma, which was believed to have been due to a tear to the vessel during the gaining of access at the access site. An arteriogram was performed, which indicated a venous leak due to stitches of the perclose failing. The patient received a blood transfusion to treat the hematoma. No other interventions performed as the vein had occluded. The patient was physically weak and not able to stand as a result of this event. The patient was still in the hospital as a result of this event.